Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital via emergency services due to malaise. Interrogation noted high threshold measurements and loss of capture (loc). The patient has 3rd degree heart block and is pacemaker dependent. There was evidence of oversensed noise and low impedance measurements. There were concerns regarding possible insulation damage or lead fracture. An x-ray was unremarkable. Boston scientific technical services (ts) suspected right atrial (ra) lead insulation damage from either lead on-lead or lead-on-device abrasion. Surgical intervention was performed and the lead was capped.